Event description:
It was reported that during implant, the coronary sinus became dissected. The procedure was abandoned and the lead was not implanted. Two days following the procedure, the physician reported that the coronary sinus was normal and that a new lead was implanted.